Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left lower extremity veins using an indigo system aspiration (B)(4) ((B)(4)), lightning aspiration tubing (lightning), and non-penumbra sheath. During the procedure, after completing a few passes with the (B)(4), the physician noticed the transition zone at the midshaft of the (B)(4) began to unravel. Therefore, the (B)(4) was removed. The procedure was completed using a new (B)(4) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section g. Box 5. 510(k). Evaluation of the returned cat12 revealed a mid-shaft kink. This kink is likely the reported mid-shaft unraveled during the procedure. If the cat12 is forcefully mishandled at an extreme angle during use, damage such as this may occur. Further evaluation of the device revealed a proximal kink. This damage was likely incidental to the complaint. During the functional testing, a test mandrel was unable to advance through the catheter due to the proximal kink. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.